Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the circumflex artery with the use of an unspecified device. The graftmaster was attempted but failed to cross the lesion due to the small vessel size. Heparin was discontinued. Protamine was given and the vessel was clotted off. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.